Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient is experiencing a longer charging time when attempting to recharge her system. The patient has stimulation. In order to resolve the issue, a replacement charging system has been sent to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.